Manufacturer narrative:
Other, other text: returned device was received in good physical condition but the screen is scratched. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was replicated immediately on start up of the device. The downstream sensor was replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 was double beeping no cassette attached. This occurred during testing and no patient involvement,